Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting ¿repeated error 319¿. The usm was analyzed/tested on an in-house system in normal mode, where it confirmed and replicated error 319. The usm was tested on a patient side cart (psc) fixture test platform (pftp), where it failed fiber test on the rolling loop prompting error 319. A gold rolling loop fiber was installed, and the failure went away. The original rolling loop fiber was re-installed, and the error came back. The rolling loop fiber will be replaced as a fix to the reported problem. The complaint regarding repeated 319 fault was confirmed based on the field evaluation.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated 319 fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the probably root cause of the reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding repeated 319 fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, a repeated error 319 occurred on universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer hard reset the system; however, error 319 came back. The customer reported that the usm faulted during the case, and they used the instrument release key to successfully remove the instrument and then attempted to reboot the system numerous times prior to contacting isi tse. The operating room staff was proceeding with the case. The tse informed the customer that the usm could be disabled, and system could still be used as a three-usm system. The customer acknowledged this. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was working well and went through proper functionality checks when powering on at beginning of the day. The system did power on initially with no errors. The nonfunctioning usm was disabled, and the instrument release key was used to remove the instrument towards the end of the procedure. The procedure was completed with three usms after the nonfunctioning usm was disabled. The tip-up grasper instrument was being used when the usm issue occurred. It was being used for retraction, and there was no adverse effect to the grasped tissue. There was no unexpected tissue removal or bleeding.